Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient contracted meningitis (exact date is unknown.) First reported to surgeon on (B)(6) 2013. The patient was hospitalized for treatment, during which the implanted device was explanted on (B)(6) 2013. Reimplantation is not planned. The patient has fully recovered. It was also reported that the patient was treated with antibiotics (type not reported) for otitis media prior to contracting meningitis.

Manufacturer narrative:
(B)(4).